Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A review of the provided images was consistent with the complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the prograsp forceps was attached to the 4th arm and bent its tip inside by itself. The instrument was then carefully removed and comprehensively inspected but no problems such as wire break were found. The same instrument was plugged in again and the same error occurred again. There were no recoverable or non-recoverable errors in the system at that time. Also, the arm leds were blue, but the direction of the prograsp forceps instrument was not correct. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that on the day of surgery, there were two different robotic surgeries for the same patient. The first procedure, the patient cart was approached from the patient's right side. The surgery was completed successfully. Then all instruments were removed from the patient cart arms, and the trocars were separated from the patient cart. For the second robotic procedure, the patient cart was passed to the opposite side and approached from the left, without removing the fiber cable. The anatomy was readjusted for the second procedure. The trocars were reattached to the patient cart and instruments were attached to the patient cart arms. During the surgery, the prograsp forceps was attached to the 4th arm and bent its tip inside by itself. The surgeon could not fix the tip of the prograsp forceps on the surgeon console. The instrument was removed and checked and was attached to the arm again and the same error occurred again. A backup prograsp forceps was opened, and the same error occurred again. Then, the backup, installed prograsp forceps was removed. Then the hospital personnel re-selected the surgeon's name on the surgeon console and pressed done. Prograsp forceps was reattached, and the problem was fixed. Then the surgery was completed successfully.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a prograsp forceps instrument that was used during this reported procedure and completed investigations. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was fully functional. Please refer to the report with MFR report number 2955842-2025-07395 for additional details.

Event description:
Refer to h11 for follow-up information.